Event description:
Following an enhancement lasik surgery performed by a dr (B)(6), I experienced permanent damage to my right cornea due to either: a malfunction of the custom cornea excimer laser used by the physician (non-calibration or defective); programming error of the excimer laser. An excessive amount of tissue was removed from my stromal bed resulting in a thin cornea (an estimated 237 micron remains under epithelium). As a result of this surgery, I have severe distortion in my right eye during the day and night. In addition, my eye no longer has the ability to generate enough light to read wording up close. My distance vision is blurry and multiple images appears and is this problem is magnified at night around any source of light. I was prescribed a high strength steroid after the enhancement surgery for a period of 5-1/2 weeks without being monitored for elevated pressure. My pressure during this period increased to 37 mm hg and caused internal nerve damage which has been validated by (B)(6). Dr (B)(6) is my primary physician who is now treating me for induced glaucoma. (B)(6).